Event description:
It was reported that a patient underwent a coronary artery bypass graph procedure and suture was used for closure of the sternal halves. The patient experienced a sternal wound dehiscence on an unknown date. It was reported that the wire sutures cut through the sternum or the plates failed to hold or both. The patient underwent a surgical reapproximation of the sternal halves on an unknown date.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of six medwatches being submitted. See also medwatch 2210968-2011-00903, 2210968-2011-00902, 2210968-2011-00905, 2210968-2011-00906, 2210968-2011-00907. The same patient is represented in each medwatch.